Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting unit would not shut off. It would just keep beeping and kept heating up. The cord was changed out twice, but the device still beeped. A replacement unit and cord were used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the jaws were burnt and there was some evidence of blood. Resistance measurements were out of specifications. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test; it self-activated. Based upon these findings, the reported failure, "device overheated" was confirmed. A lot history record review was completed for the product. There was no nonconformity which could have contributed to this failure mode. Internal file number - (B)(4).